Manufacturer narrative:
(B) (4) (secondary intervention: thrombus aspiration, poba): evaluation results: (due to depression, the pt was unable to take any medication including antiplatelet); (stent thrombosis).

Event description:
A 2.5mm diameter x 24mm diameter length endeavor rx drug-eluting coronary stent was deployed in the lad # 7-8 of a pt. It was reported that the pt was hospitalized due to treatment of abdomen. The relevant stent was deployed with no issue reported; however, after the operation, the pt developed severe symptoms of depression and became unable to eat foods or take any medications including antiplatelet. It was reported that after pt ate some solid foods a few days later, the pt experienced severe diarrhea with symptom of dehydration. Stent thrombosis was also confirmed. The thrombus was aspirated and poba was performed then another stent was deployed at the proximal part of the target lesion. Communication from the field confirmed that cardiac function was recovered. No other clinical sequelae were reported.